Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that there was a possible over-infusion. The patient returned with an empty 100 milliliter cassette, but the pump showed 41 milliliters still to be delivered. The patient was not affected. There was no patient injury reported.

Manufacturer narrative:
H10: no product was returned however, the pump operator manual (warnings) section states "system delivery inaccuracies beyond plus or minus 6 percent may occur as a result of back pressure or fluid resistance, which depends upon temperature, drug viscosity, catheter size, extension set tubing, in-line components (such as filters and needleless access connectors), and placing the infusion reservoir and/or pump above or below the level of the patient. System delivery inaccuracy may result in under or over delivery of medication." The device in question would need to be returned for inspection of the pumps event log and delivery accuracy tests; there is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.